Manufacturer narrative:
Failure analysis revealed that the down arrow button did not respond due to flatten button dome switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump are not responding. Customer's blood glucose was over 200 mg/dl. Customer reported the up and the down button were not working at times. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer also stated she felt the device was not calculating the bolus. Customer stated her blood glucose was 285 mg/dl and she had 30 grams of carbohydrates and it wanted to administer eight units of insulin. No further information reported.